Event description:
It was reported that the programmer head would not interrogate devices; no green lights when placed over a device. The programmer head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported interrogation issue; rf (radio frequency) head found out of specification on uplink functional tests. Rf head cable found out of electrical specification. Analysis also found the rf head label back coating is missing. (B)(4).